Event description:
During preventative maintenance testing at the user facility, the device did not detect proximal or distal occlusions when the tubing was clamped. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.